Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by excessive force being required to close door. The door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient involvement.